Event description:
It was reported that the patient who had the foley catheter device placed in the outpatient department returned to the hospital a few days later due to spontaneous dislodgement and leakage occurred form the balloon section. There was no particular item that came into contact with the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.